Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received intermittent questionable results for patient samples tested for magnesium (mg). The customer stated that around 6 samples were affected on (B)(6) 2011 and around 10 were affected the "other day". The customer also stated that there was another questionable result on (B)(6) 2011. Of the 17 samples, the one sample from (B)(6) 2011 was found to be discrepant. The patient sample initially resulted as around 1.4 mg/dl accompanied by a data flag and was reported outside of the laboratory. When the customer repeated the sample later on another c701 analyzer, the result was "normal". The customer uses a normal range of 1.6 mg/dl to 2.6 mg/dl. The customer believed the repeat value to be correct. The affected patient was treated with magnesium based on the initial result, but was not adversely affected. The customer stated that the patient's mg was not what they consider to be critical by being given the magnesium. The mg reagent lot number was 64172201 with an expiration date of (B)(6) 2013. The field service representative determined the cause to be the reagent 2b probe. He replaced the probe and performed a precision run with mg. Precision results meet manufacturers specifications.